Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due stress and degradation. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During evaluation of the uretero-reno videoscope, it was observed that the bending section was bunched up/stretched, and the bending section adhesive was chipped.